Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) cuff resizing due to the cuff being too big. A surgical procedure was performed in which the existing cuff was removed and replaced. No information was provided about the patient's outcome. It was further reported that the patient experienced recurring incontinence leading to the procedure. There were no device malfunctions associated with the aus, it was just too big. The patient did not experience any further adverse events. No more information available at the moment. Should additional information become available, it will be provided.